Manufacturer narrative:
Insulin pump passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. Customer reported that the middle button and down arrow was really hard to push and sometimes was not responding. Customer stated that the numbers were ramping on their own and the scroll bar was moving with no input. Customer stated that all the buttons were not responding. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.